Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had come out of the slot and the heater was bent and lifted up. There was no evidence of blood. Based upon the visual observations, the reported complaint for "jaw heater bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while inserting the vasoview hemopro device into the harvesting cannula, resistance was encountered. The device was removed and it was noticed the jaws were disrupted with the inner wires exposed and bent. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.